Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that all of the buttons on the patient's infusion device were only functioning intermittently and the soft components of the buttons were damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.